Manufacturer narrative:
The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a magnetic resonance imaging (MRI) the patient begun experiencing pain at pocket site, leg pain and weakness. X-ray was taken and showed leads coming out of the ipg. High impedance was also noted. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.